Event description:
Procedure type: roux-en-y. According to the reporter: while using a transoral circular stapler anvil with an eea 21 mm xl circular stapler anvil with an eea 21 mm xl circular stapler, the soft palate was lacerated. The soft palate laceration was repaired with a single stitch.

Manufacturer narrative:
(B)(4).